Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had a rash over the implantable pulse generator (ipg) site. It was noted that patient the ipg was warm to touch. The patient underwent an ipg explant procedure and the explanted device will not be return.